Event description:
It was reported to philips that the device had a display screen that was defective. The customer reported the screen was aesthetically degraded. There was no reported patient or user involvement and no adverse patient/user impact.